Event description:
A malfunction alarm with code malf 12 was reported, but there was no adverse impact to the customer's blood glucose level. The pump did not exceed the blood glucose level of 500 mg/dl, and the issue did not recur after resetting the pump. Technical support provided instructions on how to reset the pump, assisted the caller with the reset, and advised them to call back if the malfunction recurs or if another code appears within 24 hours. The customer understood and acknowledged these instructions.